Event description:
Related manufacturer report number: 3002953813-2018-00091, 3004617090-2018-00011. During a bi-polar ablation procedure, the probes connected to ports 1 and 2 did not reach temperature and one of the probes melted. The probes were replaced, the generator was power cycled, and the outlet changed, but the temperature issue remained. The procedure was cancelled, but there were no adverse patient consequences.

Manufacturer narrative:
The device was returned due to a ¿melted¿ probe and temperature issue. The device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the reported ¿melted¿ probe and temperature issue remains unknown.